Manufacturer narrative:
(B)(4).

Event description:
The customer reported that approximately 1 hour after the patient's regularly scheduled freedom driver service exchange, the freedom driver exhibited a fault alarm with intermittent lengths of chirping. The patient subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the external and internal components of the driver revealed no abnormalities. The driver in "as received" condition passed all required functional testing requirements, which included nominal normotensive and hypertensive settings with no anomalies or alarms. In addition, the driver was tested for an additional 48 hours and performed as intended with no issues. The customer-reported intermittent fault alarms and fill volume (fv) fluctuations were not duplicated, nor did the electronic data record the occurrence of a permanent fault alarm at the time of the customer experience. Only permanent fault alarms are recorded in the electronic record; intermittent, recoverable, and battery alarms are not recorded. The customer experience was not duplicated and root cause of the customer-reported issues could not be determined. During investigation testing, the driver performed as intended, and there was no evidence of a device malfunction. Despite the customer-reported intermittent fault alarm and fv fluctuations, risk to the patient was low because the drier continued to perform its life-sustaining functions. The freedom driver was serviced and passed all functional and performance testing before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The customer reported that approx 1 hr after the pt's regularly scheduled freedom driver svc exchange, the freedom driver exhibited a fault alarm with intermittent lengths of chirping. The pt subsequently switched to the backup freedom driver. There was no reported adverse pt impact. This alleged failure mode poses a low risk to the pt because although the freedom driver exhibited a fault alarm, the driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.